Event description:
The cypher us rx 2.25 x 8 failed to cross a calcified lesion in the lad. When the physician was removing the sds from the vessel, the cypher stent came off inside the guiding catheter. The guiding catheter was removed from the pt with the dislodged stent inside it without difficulty. There was no pt injury reported. No further information is available per the reporter.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.